Manufacturer narrative:
The investigation has determined that non-reproducible, falsely elevated vitros tropi es results were obtained from 5 patient samples and a tropi free patient sample pool using a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined for the higher than expected patient 1 tropi result obtained on (B)(6) 2016. Although service actions were performed, there is no definitive evidence to suggest an instrument malfunction is related to the event as pre-service precision testing was not performed. After an ortho field engineer (fe) performed service actions, acceptable tropi es performance was obtained, however it is unknown if the vitros eci system contributed to the event that occurred on (B)(6) 2016. The most likely assignable cause for the higher than expected tropi results from patient 2, patient 3, patient 4, patient 5, and the tropi free patient sample pool used for precision testing is instrument related. The pre-service within run vitros tropi es precision test results were outside of acceptable limits, indicating the vitros eci system was not performing as intended. After an ortho fe performed service actions the within run tropi es precision test was within guidelines indicating the vitros eci system was the likely contributor to the higher than expected vitros tropi es results. Historical vitros tropi es quality control data indicates that for all events a vitros tropi es reagent performance cannot be entirely ruled out as a contributor. The customer does not process a control fluid at or below the assay url of 0.034 ng/ml. Performance of the reagent at concentrations <url therefore cannot be confirmed at the time of the events. In addition, the customer is not following the sample collection device manufacturer¿s guidelines, therefore inappropriate pre-analytical sample handling cannot be entirely ruled out as a contributing factor to the events. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, falsely elevated tropi results from 5 patient samples and a tropi free patient pool using two different vitros tropi es reagent lots on a vitros eci immunodiagnostic system. Vitros trop I es lot 2064 patient 1 result: 0.131 ng/ml vs. Expected 0.026 ng/ml. Patient 2 result: 0.722 ng/ml vs. Expected 0.024 ng/ml. Patient 3 result: 0.682 ng/ml vs. Expected <0.012 ng/ml. Patient 4 result: 0.141 ng/ml vs. Expected <0.012 ng/ml. Patient 5 result: 0.271 ng/ml vs. Expected <0.012 ng/ml. Vitros trop I es lot 2120. Tropi free patient pool sample (precision 12) result: 0.711 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).